Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 7.1-7.4 cm from the distal cut end consistent with friction to another device or feature of patient anatomy. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.